Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a traumatic fall and didn't go see doctor. Due to heterotopic ossification (h/o) the surgeon was not able to reduce.